Event description:
The initial reporter received a questionable ua2 uric acid ver.2 result from one patient sample tested on the cobas 4000 c311 stand alone system. The initial result was 979 umol/l. The repeat result was 227 umol/l.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the analyzer and found dripping from cell rinse nozzles 2 and 3 (cell detergent tubing). He then replaced the detergent and vacuum tubings which resolved the issue. The fse also noticed the laundry levels were out of specification and the cuvette cell wash very low with the valve completely open. He then bleached solenoid valve 4 and adjusted it to the correct levels. He performed mechanism checks with successful results. He checked the gear pump head pressure (ghp) and verified it was within specifications. Qc was performed with successful results. The investigation determined the event was caused by insufficient service maintenance (leaky cell rinse tube and the contamination of the solenoid valve). After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.